Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the inlbrhn returned would not lock onto the tl2 rasps unless forced. The handle would not close on the rasp to lock. Correct fitting technique was used. If heavily forced (risking breakage) it would not disengage. It returned to onsite sterile services from theatre in a locked open position. It was freed by sterile services. Surgery could not be started until an alternative was found. The hospital had an older handle from its original superpath set. The rasps and handle are relatively new (only 3 cases through them). The rasps worked well with the old handle. Surgeon requests a second handle per kit use now. To avoid risk of in-vivo rasp loss though failure of the locking mechanism and compromise of a superpath to a standard posterior approach in order to retrieve a seated rasp.